Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated through testing in the laboratory setting. The root cause of the reported issue was determined to be a failure during the supplier's manufacturing process and will be addressed through an internal investigation.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it show's xdcr fault and it fails circuit pressure transducer test. The customer reported there was no patient involvement associated with this event.